Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that after a da vinci-assisted procedure the maryland bipolar forceps (mbf) conductor wire was found damaged. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred after the procedure. There was no patient injury. The procedure was not delayed. The black conductor wire insulation was stripped/damaged. There was no loss of cautery associated with damaged wire. There was no sign of thermal damage or arcing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damage, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips.